Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation an issue related to the oxygen delivery system was observed. The device's oxygen blending module manifold assembly was replaced to address the issue. During testing the device failed test steps due to contamination found in the flow sensor assembly. The device's flow sensor assembly was replaced to address the issue. The device had evidence of physical damage.